Event description:
It was reported when using kit bd max exk dna-3 USA discrepant results were obtained for c. Auris.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using kit bd max exk dna-3 USA discrepant results were obtained for c. Auris.

Manufacturer narrative:
Investigation summary: the complaint investigation for discrepant results with the bd max exk dna-3 USA kit (ref. 442821) lot 4194213 was performed by the review of manufacturing records, analysis of customer¿s data and the verification of complaints history. Review of manufacturing records of the bd max exk dna-3 USA kit indicated that the lot 4194213 was manufactured according to specifications and met performance requirements. Customer reported discrepant results between two bd max¿ instruments (ct3122 and ct3158) when using the bd max¿ exk¿ dna-3 kit in combination with their c. Auris assay. Customer provided the two databases from bd max¿ instruments ct3122 and ct3158 for investigation. Analysis of database from both bd max¿ instruments revealed one sample with a positive result in run #48 on bd max¿ instrument ct3122 (position b8) and a negative result in run #37 on bd max¿ instrument ct3158 (position b8). Manual pcr curve adjudication was performed and revealed a true amplification for this sample on both runs in 585/630 excitation/emission channel. The sample tested on bd max¿ instrument ct3122 obtained an amplification with a CT of 27, while the same sample tested on bd max¿ instrument ct3158 obtained late and low amplification with a CT around 38. Customer udp is set to give a positive result when the amplification CT is equal or lower than 28. Curve analysis in 680/715 excitation/emission channel revealed late amplification of the spc target for the sample tested on bd max¿ instrument ct3158. Nevertheless, it must be noted that manual curve adjudication has limitations; visual examination of pcr curves for low signal is a conservative assessment of the data. There is no indication of a bd reagent issue based on the analysis of the complaints received for discrepant results on bd max exk dna-3 USA kit lot 4194213. The root cause was not identified. However, specimen at or near the assay limit of detection (lod), or specimen-associated inhibition, are the most likely causes to explain the customer¿s discrepant results. Bd cannot confirm the complaint based on the investigation that was performed. Bd did not initiate a corrective and preventive action (CAPA) since no new hazard was identified. Bd apologizes for the inconvenience that this may have caused. Bd quality will continue to monitor for trends.